Event description:
It was reported to tyco/kendall healthcare in 2007 that a customer had a problem with an insulin syringe. The customer reports "needle broke off in his wife's stomach. Their dr. Told them to go to the ER. They took an x-ray and found the needle, but they will not take it out."

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.